Event description:
It was reported that during a hals colon procedure towards the end of the surgery the lap disc snapped into two pieces. The case was completed with the open technique with no patient consequence.

Manufacturer narrative:
.